Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, while the physician was mapping the left atrium appendage the ablation catheter perforated the distal portion of the appendage leading in a tamponade. The patient¿s blood pressure dropped and a tamponade was confirmed by intracardiac echocardiography (ice) requiring a pericardial tap. The updated patient status health was reported as stable and doing well. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical and calibration tests. Also deflection tests were performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Event description:
It was reported that during an a-fib procedure, while the physician was mapping the left atrium appendage the ablation catheter perforated the distal portion of the appendage leading in a tamponade. The patient¿s blood pressure dropped and a tamponade was confirmed by intracardiac echocardiography (ice) requiring a pericardial tap. The patient went to surgery to remove the damaged appendage. The patient was reported to be in route to surgery and in stable condition. The outcome of the adverse event was reported as fully recovered. The physician¿s opinion regarding the causality of adverse event was procedure related. The patient¿s baseline (before the procedure) was fairly healthy with a-fib and sick sinus syndrome. The physician used a sjm swartz sr0 long sheath during the event. The updated patient status health was reported as stable and doing well.

Manufacturer narrative:
Concomitant products: carto 3 system us: catalog #: fg540000, serial #: (B)(4). Stockert 70 system us: catalog #: s7001, serial #: (B)(4). Cool flow pump us: catalog #: cfp002, serial #: (B)(4). Ez steer thermocool sf nav us: catalog #: bni35dfct, lot #: 15823526l. Manufacturer reference #¿s: (B)(4) are related to the same event. (B)(4).